Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. The returned instrument, lot: 63623907, exhibits signs of use (nicked or gouged) and is fractured on lateral side of post. Not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the field was picking up instruments from a previous case, a trial was still put together and when the field was trying to separate it, the instrument broke in half. There was no patient involvement.